Event description:
Additional information was received from the manufacturer representative (rep) stating that they had never been told that the patient did not want to live anymore. The patient seemed to be doing much better since the battery had been moved.

Event description:
The patient reported that they problems immediately after the implant. The implantable neurostimulator (ins) was implanted right over their sciatic nerve, causing severe pain. The staples came out and the patient was pouring blood. The therapy helped with the pain for the first month but began sliding down and causing severe pain. There was so much pain that they ¿doesn¿t want to live anymore.¿ the patient was scheduled to have ins moved from the back to the front abdomen two weeks prior to the report, and on the day of surgery they were informed that the appropriate extender/extension was not ordered and surgery was cancelled. The patient was rescheduled for a surgery in (B)(6) 2016. It was noted that the ins sliding down, pain, and suicidal thoughts started about four months prior to the report. The patient had a pocket revision on friday (B)(6) and battery was moved to the abdomen. Other relevant medical history includes spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.